Manufacturer narrative:
D4 model number, d4 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Four (4) years post procedure the patient presented to the hospital experiencing a cerebral vascular accident. The patient is going to be put on plavix and aspirin following this event. There were no other complications that were reported to have occurred as a result of this event.